Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patients right ventricular lead exhibited high capture threshold. No intervention was performed. Patient status was not reported.